Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial lead exhibited increased threshold. The right atrial lead was explanted and replaced without any issues. The patient was in stable condition.